Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be drawn at this time.

Manufacturer narrative:
Animas has conducted a review of the device history record on (B)(6) 2011 for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2013-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the dates available in the black box are from (B)(4) 2012. The black box for the event on (B)(4) 2011 has been overwritten due to continued use of the pump and is no long available for review. Review of the available black box and alarm history shows no errors or alarms associated with the complaint. Daily insulin delivery totals were found to correctly reflect the user's programmed basal rates. The current black box shows the pump was suspended on (B)(4) 2012, deliveries were not resumed. The pump was tested on a 29 hour flow test; the pump passed the required test and was found to be delivering accurately and within the required specifications. . The pump information for the complaint date has been overwritten, unable to duplicate the complaint.

Manufacturer narrative:
The date the pump was evaluated by product analysis on (B)(4) 2013 with the following findings not (B)(4) 2013 as previously reported.

Event description:
The reporter, the patient's mother, reported that on (B)(6) 2011 at 11:40 am the patient obtained a blood glucose level of 44 mg/dl and experienced the symptom of dizziness while at school. This low blood glucose event occurred after (B)(6) and before (B)(6). The patient (B)(6) and two glucose tablets, and felt better afterwards. His subsequent blood glucose level was tested to be 180 mg/dl. Earlier on that day, at 5:00 am the patient's blood glucose level was 54 mg/dl, and he drank apple juice to elevate it. Troubleshooting revealed the patient was a new insulin pump user and his technique was correct. The pump was not available at the time of the call, therefore no information was available about the pump history or settings. The patient suffered blood glucose levels indicative of severe hypoglycemia while using the pump and received treatment with glucose. Therefore this complaint is being reported.